Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome ¿ other. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the hcp was initially able to fill the pump with about 5 ml, and then he aspirated to ensure he was still in the port. The hcp then started to inject more drug but had difficulty. The hcp used negative pressure for about 2 minutes and also tried with saline and was able to get some in, but then, he again was having difficulty getting drug in or out. A manufacturer refill kit was being used. The hcp attempted the locked valve procedure (hold negative pressure). The hcp indicated the pump appeared approximately half full. The hcp indicated he would likely try injecting saline with a small syringe (3 ml or so). The hcp also talked about just letting the patient go with the volume that was in her pump knowing it was likely diluted and might try again at a later time. No patient symptoms/complications were reported.